Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number : (B)(4), batch/lot number: 20775463, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was no longer experiencing adequate coverage due to lead migration. The patient underwent a revision procedure wherein the lead was pushed back up.